Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 30-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial hyperplasia, bleeding intermenstrual and genital bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced endometrial hyperplasia ("simple hyperplasia."). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2020. At the time of the report, the uterine haemorrhage and endometrial hyperplasia outcome was unknown. The reporter considered endometrial hyperplasia and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporter information, medical history and auto narrative supplement were added. Event "essure removal" was updated to abnormal uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.